Manufacturer narrative:
The reported field event of an extended charge time could not be confirmed in the lab. Bench testing was performed, which included measurement of impedance, sensing, pacing, and high voltage charging. The device was normal and no extended charge times could be reproduced. The device was subjected to environmental stress testing and accelerated deformation testing, but extended charge times could not be reproduced. The high voltage capacitors were analyzed by their manufacturer and no anomalies were found. The cause of the extended charging that occurred in the field could not be determined.

Event description:
During follow-up, multiple episodes of extended charge time were observed on the device. The device was explanted and replaced and the patient's condition was stable.